Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced a period of syncope. Interrogations of the device indicated that it was exhibiting a loss of capture. This dual chamber device was programmed to unipolar in both the lead and generator. The lead functioned appropriately when connected to a new device. Physician elected to explant the pulse generator.